Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy for svt. Episode was seen via remote transmission. The patient was later seen in-clinic and programming changes were made. Device remains implanted. Patient condition is good.